Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had issues with bent cannulas causing high blood glucose. On the first incident on (B)(6) 2016, the customer was hospitalized with a blood glucose reading 600 mg/dl. He was treated with intravenous fluids. He was wearing the insulin pump at the time of this event and was allowed to treat again with the insulin pump once the blood glucose was stabilized. The second occurrence of a bent cannula was on (B)(6) 2016, and caused a high blood glucose 600 mg/dl. The customer treated with the insulin pump and manual injections and did not go to the hospital. This time he stated that the cannula was completely destroyed. He did state that in some areas he did not have sufficient subcutaneous tissue for insertion and did have some scar tissue. The customer was advised on insertion techniques to avoid bent cannulas and troubleshooting did not find any causes of high blood glucose related to the insulin pump, and the product was not returned.